Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned for analysis and the inner body was inside the outer body. The inner body was separated near mid-shaft and the separated proximal section was not returned. As well, the inner body was kinked and blood was noted in the returned device. The outer body catheter was kinked and compressed. A functional test could not be performed because the stent was returned outside of the outer body; however, friction was noted when moving the inner body in the outer body, likely due to the observed anomalies. The information available indicated the subject device had no anomalies prior to use. Review and analysis of available information was unable to determine a definitive cause for the reported and observed issues.

Event description:
It was reported that following balloon dilatation of a severe ica (internal carotid artery) stenosis, the stent (subject device) was advanced to the lesion. Resistance was noted, and during the deployment procedure, more resistance was noted and the proximal portion of the subject device catheter broke. When withdrawing the subject device, it deployed partially in the vessel and partially in the guide catheter. A balloon was used ¿to fix the stent¿ with the guide catheter, and both were removed from the patient's body together. There were no clinical consequences reported to the patient.

Manufacturer narrative:
The subject device was disposed of.

Event description:
It was reported that following balloon dilatation of a severe ica (internal carotid artery) stenosis, the stent (subject device) was advanced to the lesion. Resistance was noted, and during the deployment procedure, more resistance was noted and the proximal portion of the subject device catheter broke. When withdrawing the subject device, it deployed partially in the vessel and partially in the guide catheter. A balloon was used ¿to fix the stent¿ with the guide catheter, and both were removed from the patient's body together. There were no clinical consequences reported to the patient.